Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
MFR # 2916596-2021-01387 reports the incidents for which the patient had been placed on ECMO beginning on (B)(6) 2020. MFR # 2916596-2021-01385 reports an unspecified infection from (B)(6) 2021. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted from rehab to the hospital on (B)(6) 2021 with the principal complaint of infection and pain in their wounds from extracorporeal membrane oxygenation (ECMO) cannulation. The infection was from bacteroides fragilis and klebsiella aerogenes. The patient was treated with oral vancomycin for 14 days and parenteral ertapenem for 2 days. The event was marked as resolved as of (B)(6) 2021.